Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were having a possible telemetry issue with their implantable cardioverter defibrillator (ICD) during a manual transmission. It was noted that the device has not transmitted a remote transmission in the past. The patient also stated that when locating the implant with their fingers it felt like the implant moved. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up information obtained from the clinic that there was no telemetry issue with the implantable cardioverter defibrillator (ICD) as it had been explanted eighteen days earlier due to a generator exchange; of which it was noted that the replacement generator was a competitor's device.